Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had repeated no delivery alarms on the insulin pump. Customer stated the alarm would occur during bolus deliveries and while priming. Customer has completed several infusion set changes, but the alarm was recurring. The customer's blood glucose was 390 mg/dl at the time of incident. Customer's current blood glucose was over 200 mg/dl. The customer has treated their blood glucose with a manual injection. The customer declined to check for the presence of air bubbles and leaks on the insulin pump during troubleshooting. It was found the customer's bolus history was accurate during troubleshooting. The customer also declined to perform the high pressure test during troubleshooting. The insulin pump will not be returned for analysis.